Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
(B)(6). She also reported that her omnipod personal diabetes manager (pdm) generated a hazard alarm that requires her to reset the clock. She also reported that she had to be hospitalized and at the at hospital she was placed on an intravenous therapy.